Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this patient underwent a revision procedure and this product was explanted and replaced. No further complications were reported.

Manufacturer narrative:
The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that during the device replacement procedure for normal battery depletion, an insulation issue on the right ventricular (rv) lead was confirmed. Due to the patient being 100% rv pace dependent, the physician attempted to replace the rv lead. However; when attempting to implant the rv lead, the sheath could not be inserted due to obstruction of the subclavian vein. The decision was decided to implant a new lead at a later date. The chronic rv lead was reconnected and all measurements were found to be within normal limits. No adverse patient effects were reported.